Manufacturer narrative:
(B)(4).

Event description:
Information was received from healthcare provider (hcp) via a company representative, and a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. The patient experienced "really bad pain" on the left side hip area of their body once the pump was implanted and could not sit on the left side. (The pump was implanted on their right side). The patient indicated that no one listened to her for 6 months. The hcp did not think there were any problems. The patient's spasticity was worse than what it was prior to the pump implant. The pump caused "terrible drowsiness" and every time the hcp would turn the pump up the drowsiness got worse. The patient felt sick all the time and could not stay awake. The patient would get sicker and sicker once it was adjusted, was vomiting and lost 30 pounds. Per the patient, the managing hcp did nothing and informed her she needed pain counseling and encouraged the patient to address some of the psychological issues going on. The patient went to another clinic and was admitted to the hospital because of complications and their heart rate was "beating really fast". The patient indicated that from her consult at the clinic it was indicated that there was a pump failure. The patient was encouraged to have the pump and catheter explanted. The pump was removed (B)(6) 2016 due to issues with her hcp. Approximately 25 hours following the pump explant the pain on the patient¿s left side was gone, her mental confusion was clear, and the drowsiness was gone. The patient felt the pump had not been working. The patient ¿signed out ama (against medical advice) last night" ((B)(6) 2016) and indicated the hcp was not telling her anything. Following the pump and catheter explant the patient experienced withdrawal and presented to the emergency room. The patient had itching throughout her body and she was instructed to lie still in bed but she could not because her legs were so spastic. The patient was instructed to take benadryl. The patient further stated the physician never spoke to the patient about withdrawal . The patient had to endure the withdrawal ¿all on their own.¿ additional information from a company representative via a healthcare provider that stated that the patient had fired the managing healthcare physician who was unaware of the pump had been explanted already. The managing healthcare provider know the patient was upset and felt the patient was upset was because he had mentioned to the patient the need for psychological counseling and also informed the patient she did not have multiple sclerosis as was previously diagnosed by another healthcare provider. The managing healthcare provider had encouraged the patient to address some of the psychological issues going on. The patient was on oral baclofen 20mg/day; four times a day as she refused to be weaned off of it. The managing hcp consulted with the physician assistant at the surgeon¿s office to discuss the weaning protocol for the patient. The managing hcp suggested an aggressive protocol of weaning once a week for 4-6 weeks. The patient was emotionally upset and crying as they questioned if the hcp threw away the pump and catheter and were not sending it back to the manufacturer. The cause of the event, troubleshooting/diagnostics, medical history, concentration, dose, lot number, therapy dates as well as concomitant drugs were not reported. Follow-up was being conducted to obtain additional information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a pump failure that resulted in the pump being explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated the healthcare professional (hcp) thought "it was just a fluke that did not work and wanted to put another pump in". The patient also stated, "hcp is thinking that sometimes patient's body does not accept the device and give you neuropathy because of the way it was put in". On (B)(6) 2018, additional information was received from a consumer and it was further specified that suspect products included lioresal (baclofen) and oral baclofen. Additional medical history included spasticity, progressive multiple sclerosis (ms), mrsa (methicillin-resistant staphylococcus aureus), a failed trial of oral baclofen, and restless legs. On an unspecified date, the patient underwent an unspecified "test dose and it went really, really well." It was further indicated that at the time of the pump implant, the patient was mrsa positive. Following implantation, the patient experienced a worsening of spasticity symptoms ("did not get better at all; it got worse") and was hospitalized for 5 days. She was kept on oral baclofen (concentration, dose and frequency not provided). The patient "would be talking to people and [she] would fall asleep." On unspecified dates, she experienced problems with her thoughts, exhaustion and also stopped driving. A year later, the patient's regular doctor took her off of oral baclofen. On unspecified dates, an x-ray was performed and it could not be confirmed whether the device was in the right place. The patient had an episode where her legs started kicking and banging after she was given the wrong medication (not further specified). The patient experienced leg pain (further described as running down her leg) and withdrawal ("it was just terrible"). Her oxygen saturation "went way down" and "was so low that they were going to intubate" her. The patient experienced episodes where she would start eating and all of a sudden would wake up with her food all over her clothes and her oxygen saturation would be going down again. It was thought the patient had sleep apnea, but was found to not be related to that. On an unspecified date in (B)(6) 2017, the patient's neurologist put her back on oral baclofen, and the patient was experiencing the same symptoms (was getting worse again). After 28 days, the patient stopped taking oral baclofen. On (B)(6) 2018, the patient questioned if having mrsa at the time the baclofen pump was inserted could have caused any adverse events or issues ("maybe having the infection caused this"). The patient noted it was a "life or death situation" as she had been told it was not from her ms. The patient was re-directed to consult her provider. At the time of the report, the patient continued to fall asleep while talking to people ("I am still doing that now"), barely knew who she was (getting worse, confusion), and was on a home ventilation system ("ventricular") with blood gases drawn ("avv") every other day. The patient was retaining co2 (carbon dioxide) and was not taking in enough oxygen, but her "numbers" (values not reported) were better. No additional information was provided. Comment: a (B)(6) year-old female, with multiple sclerosis and mrsa, was receiving intrathecal lioresal and oral baclofen. Since pump implant in 2015, she experienced drowsiness, spasticity, pain, confusion, vomiting, tachycardia, exhaustion, and weight loss. In (B)(6) 2016, the pump and catheter were explanted and the events resolved, but she experienced withdrawal (itching, spasticity) and was treated with oral baclofen; however, oral baclofen was discontinued. As of (B)(6) 2018, she continued to fall asleep while talking to people, barely knew who she was, and was on a home ventilation system. The hcp suggested the pain may have been neuropathic and procedure related. Based on the information provided, withdrawal symptoms were likely related to baclofen withdrawal. In agreement with the hcp, the pain was likely not related to baclofen. Based on the information provided in this report, the etiology and causality of the remaining symptoms cannot be determined.